Event description:
Seizures [seizure]. Blood vessel ruptured [vascular rupture]. Brain surgery [brain operation]. Case description: this case was reported by a consumer and described the occurrence of seizure in a (B)(6) female patient who received triple salt dental adhesive cream (poligrip extra strength) cream for an unknown indication. Co-suspect products included double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula) cream (batch number z07082a, expiry date unknown) for an unknown indication. On an unknown date, the patient started poligrip extra strength and super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting poligrip extra strength and super poligrip extra care with poliseal (zinc free formula), the patient experienced seizure (serious criteria gsk medically significant), vascular rupture and brain operation (serious criteria gsk medically significant). Poligrip extra strength and super poligrip extra care with poliseal (zinc free formula) were discontinued (dechallenge was positive). On an unknown date, the outcome of the seizure, vascular rupture and brain operation were recovered/resolved. The reporter considered the seizure and vascular rupture to be possible related to poligrip extra strength. It was unknown if the reporter considered the brain operation to be related to poligrip extra strength and super poligrip extra care with poliseal (zinc free formula). It was unknown if the reporter considered the seizure and vascular rupture to be related to super poligrip extra care with poliseal (zinc free formula). Additional details: on (B)(6) 2015, the consumer called to inquire about the use of super poligrip extra care, pre and post zinc. She wanted to know if we had any reports of blood vessel bleeds causing seizures in regard to the product. She reported using the product for twelve years, some of which were when the product still contained zinc. Three years ago she quit using the product subsequent to brain surgery and never had the issues again. Her neurologist informed her that zinc could possibly be the cause of her seizures and blood vessel bleeds.